Event description:
It was reported that after centrifugation with bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the samples appeared cloudy. There was no patient impact. The following information was provided by the initial reporter: customer reports sample cloudy after centrifugation while using cat 367962 lot 2259094.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 299 samples for investigation. 66 retention samples were visually inspected with no issues identified. The customer returned samples were tested for poor plasma (cloudy): no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor plasma) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor plasma (cloudy). Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor plasma were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-09

Event description:
It was reported that after centrifugation with bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the samples appeared cloudy. There was no patient impact. The following information was provided by the initial reporter: customer reports sample cloudy after centrifugation while using cat 367962 lot 2259094.